Manufacturer narrative:
Devilbiss healthcare previously reported an incident involving an oxygen concentrator by an oxygen provider, who stated that the "outer case melted." There was no report or evidence of illness, injury or medicaltreatment associated with the complaint. The device was returned for evaluation. Thermal damage to the exterior case halves and base was observed. Internal damage was limited to the compressor box near the base. All internal components in the gas path were found to be undamaged. All electrical connections, wiring and pcba componentry were undamaged, and no evidence of an electrical fault was observed. The device's error log was reviewed, and no high gas temperature errors were recorded which indicates the unit was most likely not in operation when the thermal event occurred. The thermistor within the o2s board was working properly and would have alarmed had a high gas temperature been reached during operation; further supporting that the unit was not in operation during the thermal event. Based on the assessment of the unit, the thermal damage was not caused by a system induced failure; and the thermal event was concentrated to the base and bottom of the case halves with some damage to the compressor box near the base. The root cause of the thermal event cannot be determined with certainty with the information and evidence provided. The compressor intake fitting was found broken off and the base screw bosses were broken. This damage is common in units that are dropped/mishandled. It can be concluded that the unit was not in operation during the thermal event and therefore the thermal deformation was induced by an external heat source. The conditions necessary to create this type of thermal event are outside the acceptable operating and storage conditions for this device. The device was scrapped.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an oxygen provider, who stated that the "outer case melted." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned to devilbiss for evaluation, where it was determined that the unit shows evidence of being operated in an area with a high external heat source. Drive will continue to monitor complaints for any related trends.